Event description:
It was reported that a vns patient has been experiencing increased seizures in the past year. Attempts for additional information have been unsuccessful to date as the patient has not seen a physician to have his device checked.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient has found a new neurologist who is referring the patient for generator replacement surgery due to the report of increase in seizures. The patient has also reported not feeling stimulation as strongly as previously felt. Good faith attempts to obtain additional information are being made.

Event description:
Additional information received revealed that the seizure frequency was below baseline levels and believed to be due to the generator battery nearing end of service and/or the patient not being compliant with his AED regiment. The patient's full history was not available to the physician so he was not aware as to whether or not the patient has multiple types of seizures. The cause for the increased phlegm is unknown. The altered perception of stimulation is also due to the generator battery getting low. There were no reports of trauma or manipulation. Lead impedance was marked as ok with a dcdc or 0. The patient's current settings are 2.25/30/250/30/1.8/2.5/500/60.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.

Event description:
An implant card received on (B)(4) 2013 showed that the patient underwent prophylactic generator replacement on (B)(6) 2013. The explanted device has been discarded.